Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a combined cataract extraction/vitrectomy procedure the micro forceps would not open/close. The case was completed using a new forceps. There was no patient harm.

Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. The received sample was found in opened original packaging including cover foil. It shows surgery residuals. The device history records for the affected lots were reviewed. A deviation was discovered. In the corrective actions the operators where retrained and the affected lots were reworked. The products were released according to manufacturer acceptance criteria. The manufacturer performs a 100% final inspection for this product. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. It was found that the forceps show surgery residuals. After cleaning it was found that the tube is loose and block the forceps by activating. The customer¿s complaint was confirmed. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. This kind of damage was already detected and investigated. The root cause could not be identified conclusively but the most likely root cause can be determined to be an improperly performed bonding procedure. The manufacturer internal reference number is: (B)(4).